Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation.

Event description:
Customer reports receiving inaccurate readings in blood glucose tests. Customer received a reading of 6.4 mmol/l compared to a lab result of 3.4 mmol/l performed within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.